Event description:
It was reported that during the last six months, when the catheter was used as an umbilical venous catheter, 5 neonates developed perforations of either the umbilical or hapatic vein. The tip of the catheter either ruptured the liver or entered the peritoneum in all the reported cases. Also, all of the infants had hepatomegaly. This arrow product is not labeled for this specific use.